Manufacturer narrative:
D10. Sn (B)(6) / cat# 208-22-11 cc tibial insert sz 2, 11mm. These devices are used for treatment not diagnosis. Pending investigation. There is no other information available. Corrected information- d1, patellar component, d4 all-unknown, g4 510k unknown, h4 unknown.

Event description:
From revision op report (B)(6) 2023 the patella was then debrided of scar tissue and the button (which was fractured and loose on exposure) was removed with a saw. Patellar resurfacing was deferred given the limited bone stock remaining and significant osteolysis.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2011. Approximately 11 years and 11 months after the first revision the patient had a second right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: right failed total knee. A thorough synovectomy was performed and cultures were sent. The tibial baseplate was removed revealing a large uncontained defect of the lateral tibial plataeu. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, patellar loosening, and fracture. Or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.